Manufacturer narrative:
Submit date 03/10/2011. An investigation is currently underway. Upon completion, the findings will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports that the uvc is leaking 2-3cm below the hub/connection site. The uvc was inserted on (B)(6) 2011 with no difficulty. It was secured with a duoderm placed directly onto the skin for protection, then it was coiled creating a stress loop. The uvc was then secured to the duoderm using a clear occlusive dressing over the catheter but not covering the insertion site or hub. The uvc was removed on (B)(6) 2011 and a new umbilical catheter was placed, the pt remains in critical condition.